Manufacturer narrative:
The technician replaced both foot end casters to repair the stretcher.

Event description:
Information received indicates the foot end casters continue to swivel if the stretcher is pushed and locked in the brake position.